Manufacturer narrative:
The manufacturer is currently performing investigation and results will be provided in a supplemental report.

Event description:
Senseonics was made aware of a serious adverse event where the patient lost consciousness due to hypoglycemia. The event happened on 21 september 2024. The patient was walking with his wife, but suddenly felt weak, fainted and could not walk anymore. The patient felt no strength to move further. The wife called ambulance who arrived at the scene and treated with intravenous glucose. Before treating, the blood glucose was measured and it was 30 mg/dl. The eversense cgm indicated 160 mg/dl. The system did not alert because the bg was in normal glucose range.

Manufacturer narrative:
The initial investigation was performed on the customer synced glucose data on the data management system (dms), which is a cloud platform for eversense systems. Based on the initial investigation analysis, the sensor glucose (sg) value on (B)(6) 2024 at 3:16 pm was 158 mg/dl. No blood glucose (bg) value was entered into the system for confirmation. The system did not trigger any low glucose alert at the time of event as sg reading was above the alert level. However, the system triggered a "rate falling alert" at 2:56 pm when sg was 166mg/dl, but never went below the low glucose alert level to trigger low glucose alerts. The patient fainted due to the event and an ambulance was called for assistance who measured the bg value and it was 30 mg/dl. The ambulance personnel gave the intravenous glucose. No hospitalization was required. A further review of the glucose data on dms revealed declining sensor performance from around (B)(6) 2024 following by declining signal and reference channel values from around (B)(6) 2024 onwards. Sensor eventually retired (early) and the system triggered an "early sensor replacement" alert on (B)(6) 2024. To further evaluate the issue and to determine the root cause, a return material authorization (RMA) was issued for return and replacement of sensor. The returned sensor was tested in-house revealed that the sensor (B)(6) was chemically under performing. This type of failure mode could be attributed to oxidation of chemical component of the sensor. This incident does not require any further investigation. As part of resolution, the customer was given a new sensor. B4.date of this report 25 december 2024. G3.date received by the manufacturer? 23 december 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.